Manufacturer narrative:
Videos of a level 1® hotline® disposable administration set were received for investigation. From the videos, it was observed that the clamps that hold the flow of the solution from the bag to the line are closed, however, there was solution coming out from the tubing. The solution was coming from the reservoir from the fluid warming device. A review of the manufacturing process was performed and no discrepancies were found. A root cause for the leaking tubing was determined to be manufacturing based; either: assembly between reflux connect and triple lumen tube was not performed properly. The segregation of rejected product after performing the leak test was not properly conducted. Visual inspection was not performed properly and operator misses the defect.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that there was a leakage breach in the tubing of the level 1® hotline® disposable administration set. An anesthetist was using the hotline in a case, it was connected to the patient, and she needed to give blood product. After spiking a unit of pack red blood cells on to the IV tubing, she placed a pressure bag on the blood and saw that blood stated to appear in the hotline reservoir. There was communication between sterile IV fluid pathway with fluid in surrounding heated water jacket. It is unknown if there was any patient injury associated with this event. No adverse health outcome was reported. No medical intervention was reported.